Event description:
Initial reporter indicated that they had a vns patient in their office who had their generator replaced a couple of months prior. The physician reported that he is able to palpate the device, but that his programming wand was not working. Reported that he changed the batteries and checked the power light and it stayed on for 25 seconds. He rotated the wand several times. It was additionally reported that the physician was using his handheld plugged into the wall during the patient's vns interrogation which can potentially cause electro magnetic interference and possibly prevent the interrogation. A replacement wand was sent to the site and good faith attempts have been made to get the product back and confirm re interrogation of the patient's vns. Thus far no further information has been received.